Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of balloon leakage. Engineering also noted a hairline fracture and indentation at the cannula tip. Based on the condition of the returned unit, it is likely that the balloon leakage was caused by contact with a sharp object or instrument and the cannula tip damage was caused by a combination of lipid exposure and forces that were applied to the unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. Based on the description of the event, the event was deemed non-reportable as was unlikely to cause or contribute to death or serious injury. After evaluation by engineering, the event is deemed reportable due to the fracture at the cannula tip. This report represents the combined initial and final.

Event description:
Procedure performed: "lar." Event description: "this device insert to patient's body and it cannot inflate." Type of intervention: na. Patient status: "fine."